Manufacturer narrative:
Lot number was corrected to 406501. No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot 406501 confirmed the product as c3f8 and meets all release criteria.

Event description:
(B)(6)_clinical trial study a healthcare professional reported that, following a vitrectomy procedure in the left eye for retinal reattachment, photocoagulation, and gas exchange with an ophthalmic gas, the patient experienced increased intraocular pressure twenty-two days after the procedure, possibly caused by gas expansion. The patient was treated with medication, but the issue persisted for twenty-one days. Current condition of patient is resolved. Originally, lot 406405 was reported, this was updated to lot 406501 on 15july2025. Note: lots 406405 and 406501 are from the same c3f8 master lot.

Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot 406405 confirmed the product as c3f8 and meets all release criteria.

Event description:
(B)(4) clinical trial study. A healthcare professional reported that, following a vitrectomy procedure in the left eye for retinal reattachment, photocoagulation, and gas exchange with an ophthalmic gas, the patient experienced increased intraocular pressure twenty-two days after the procedure, possibly caused by gas expansion. The patient was treated with medication, but the issue persisted for twenty-one days. Current condition of patient is resolved.